Manufacturer narrative:
This report is for an unknown mandible locking plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient will undergo revision surgery due to asymmetry. Patient was operated on six weeks prior; asymmetry was noticed after postoperative swelling had gone down. This report is for an unknown mandible locking plate. This is report 1 of 2 for (B)(4).